Event description:
Tech alleged the call bell is not working; pt cannot place a nurse call using the siderail switch. No pt impact.

Manufacturer narrative:
The tech replaced the communication cable and alignment plug to resolve the issue.